Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a motor error alarm and a no delivery alarm on the insulin pump. Customer's blood glucose was 487 mg/dl. Customer treated with the insulin pump. Customer was assisted with clearing the alarm. Customer stated that the drive support cap appears normal. Customer stated that the pump was not exposed to a high magnetic field. Customer stated that they are able to rewind the pump. Customer stated that the motor error alarm has not occurred more than once in the last 30 days. Customer stated that the alarm occurred during basal delivery. Customer stated that the pump passed the displacement test and self test. Customer reported that the motor error alarm did not occur during priming. Customer was advised that the alarm may have been related to a site issue. Customer was advised to do a complete set change and to monitor the issue. Customer mentioned that she was at the hospital for something not diabetes-related.